Event description:
It was reported that during a sfa (superficial femoral artery) stenting procedure, a guide wire fracture occurred. Upon the first attempt to introduce the 0.035 amplatz s/s guide wire into a non-bsc 5fr sheath, difficulty advancing was encountered. The guide wire was removed from the pt, and upon inspection, it was noted that the tip of the guide wire had fractured from the core, the guide wire was "splitted" but remained intact. The procedure was completed with another amplatz guide wire. No pt injury or complications were reported. The pt's condition was reported as "stable".